Event description:
The pt was implanted with a ventricular assist device (vad). It was reported by the biomedical engineer that the compressor of the driver supporting the vad stopped running. The pt was switched to the backup driver without incident. Pt remains ongoing on vad support.

Manufacturer narrative:
Investigation of the driver confirmed the reported event. The problem was duplicated during bench testing and was isolated to the installed compressor motor. Closer examination of the motor revealed metal shaving debris, which appeared to be generated from motor braking and prevented proper operation of the motor. Cleaning out the debris appeared to resolve the problems as the unit functioned normally thereafter. It is likely the amount of debris discovered is due to the number of hours of device usage as the device was approaching a preventive maintenance service interval. A trend analysis was performed and no trends were identified. Based on the info available, it appears the cause of this event is motor wear debris. No further info is available at this time. The MFR is closing its file on this event.